Manufacturer narrative:
(B)(4). Other devices explanted: model: 8145, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI #: (B)(4). Model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI: (B)(4). The implantable pulse generator (ipg) and lead assemblies were returned and evaluated. The ipg passed the functional testing. Both leads were received in two segments. No functional testing could be performed. The out-of-range/high impedance conditions with the left stimulation lead were confirmed. Visual inspection of the left lead revealed fractured coil wires (rounded) caused the out-of-range/high impedance. No fracture coil wires were observed from the right lead. Updated b5 and h6.

Event description:
It was reported that the patient was unable to run therapy because the left lead had a complete out-of-range/ high impedance failure on all electrodes. The patient noted that the treatment was helping his lower back pain and elected to have the device explanted. The device was explanted without complications. There was no report of patient harm or injury.

Event description:
It was reported that the patient was unable to run therapy because the left lead was out of range/ high impedance failure. The patient noted that the treatment was helping his lower back pain. The device was explanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml#: (B)(4). Other devices explanted: model: 8145, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI #: (B)(4). Model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI: (B)(4).